Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the device and verified the issue. The cause was determined to be a faulty crystal y4, which is a critical component on the pcba speech circuitry. The device recorded multiple temperatures outside of the indicated temperature range of 0-50°c which may have contributed to the failure of y4. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated to the reported event.